Event description:
The explanted generator was returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was initially reported that the patient had an increase in seizures. It was noted that the generator was low but was not at end of service (eri ¿ no). The patient had a generator replacement. Attempts for product return are in process. Attempts for additional information have been unsuccessful to date.